Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.

Event description:
The reporter indicated the patient's generator was not functioning properly due to suspected battery depletion. In addition, the patient experienced an increase in seizures above pre-vns baseline. The reporter surgically replaced the patient's generator. The manufacturer has received the generator for product analysis. (Pending results) good faith attempts for additional information are in progress and awaiting results.